Manufacturer narrative:
Product passed all functional tests per process summary (B)(4). All power and impedance reading were well within specs. No problem found.(B)(4)

Event description:
Patient's husband notified hospital of burn under sight of grounding pad.grounding pad used was a (B)(4) split pad; placed on opposite thigh.probe used was (B)(4).